Event description:
The hospital biomed reported that this bed has an unintentional movement of the bed up function. A hill-rom field technician was dispatched and found the bed up button was stuck in the closed position in the siderail. He replaced the control switch pack assembly to resolve the issue. There were no reported adverse events associated with this product malfunction.